Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that several bd 10ml syringe(s) with luer-lok¿ tip have defective scale markings, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review for batch 7178904 (p/n 300912): manufacturing dates: 07/15/2017 to 07/16/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7178904 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: 24 loose assembled 10ml syringes and 23 sealed packaged 10ml syringes were received by bd (B)(4) and confirmed to be from batch #7178904 (p/n 300912). The samples were visually evaluated. 24 loose ¿ 21 syringes had missing print located on different areas of the printed scale with the majority affecting the grad lines between the 3ml and 9ml. The missing print appeared to be caused by minor surface damage to the printed barrel. 3 syringes had skewed scale. 23 sealed ¿ 20 syringes had missing print located on different areas of the printed scale with the majority affecting the grad lines between the 3ml and 9ml. The missing print appeared to be caused by minor surface damage to the printed barrel. 1 syringe had severe missing print and was almost entirely blank. 2 syringes had skewed scale with one also having missing print in the grad lines similar to the other samples. Conclusion: bd (B)(4) was able to confirm the customer's indicated failure. Based on the investigation performed, the print defects observed are likely due to temporary barrel feed issues during the printing process.